Event description:
It was reported that the system would not displayed a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video board and the interconnect cable. The system operates as intended.